Event description:
Procedure: aaa. Reportedly, the dlu was exchanged and on the second firing the jaw would not open. Cut tissue to release the instrument. Unexpected tissue loss and additional anastomosis.